Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor had connection issues with the transmitter. Customer stated when the sensor cannula was shorter than normal when removed. Blood glucose level at the time of the incident was 132 mg/dl. The customer was advised that the sensor would be replaced. The product is expected to return.